Manufacturer narrative:
Unit passed displacement test. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button, missing display window cover and left belt clip rail broken. Unit received with minor scratched display window, scratched case, missing serial number label and keypad overlay texture damaged. Unit received with high sleep current measurements due to moisture damage on electronics assembly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit was overheating during testing due to moisture damage on electronics assembly.

Event description:
The customer reported via phone call that the insulin pump was overheating and the red light was flashing. The customer also reported that the device had a blank screen. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated the battery cap had a crack and was leaking. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.